Event description:
It was reported the patient expired in 2007. The patient's family member reported the patient had been sick and was admitted to the hospital. The patient went into a coma and then died. The hcp indicated the cause of death was not related to the implanted system, however, no cause of death was reported. The drug used in the pump was morphine sulfate 20 mg/dl at a dose of 0.129 mcg/day. A follow-up report will be sent if additional information becomes available.